Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed the "pressure transducer test" during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). On-site investigation performed by our field service engineer found that the reported failure was caused by a faulty inspiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported pressure transducer test failure is confirmed in received logs showing that it occurred for the first time on september 6, 2018 and the date of event is updated accordingly. The reported failure was reproduced during simulated use testing of the returned pcb in a reference ventilator. Performed pre-use check failed several tests because the measured pressures from inspiratory and expiratory pressure transducers differed too much due to a high offset voltage from the inspiratory pressure transducer. This in turn caused poor ventilation and several alarms were generated during ventilation. When the pressure sensor was replaced, the returned pcb was retested in a reference ventilator and it functioned normally. The conclusion is that the reported failure was caused by a faulty pressure sensor on the inspiratory pressure transducer pcb. The root cause of the offset drift has not been determined.